Event description:
It was initially reported that the patient presented in (B)(6) 2012 with coronary heart disease and the corrected information is that the patient presented with unstable angina.

Event description:
It was further reported that when the patient was hospitalized in (B)(6) 2012, diagnostic angiography revealed 80% pre-treatment diameter stenosis and timi flow 3. The target vessel/target lesion, located in the proximal right coronary artery, was treated with placement of a drug eluting stent. Residual diameter stenosis was 0% and timi flow 3. The event was considered resolved without residual effects on the same day.

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, coronary heart disease occurred and target lesion revascularization was performed. In (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization. The 15mm x 3.5mm, 90% stenosed target lesion was located in the mid right coronary artery (rca). The target lesion was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged three days later on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with coronary heart disease and was hospitalized. The patient underwent target lesion revascularization. The event was considered to be resolved without residual effects and the patient was discharged five days later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).